Event description:
On (B)(6) 2008 the patient reported that she noticed moisture in the cartridge compartment of her infusion device while she was inserting a new insulin cartridge. She dried the cartridge compartment with a cotton swab but noticed more moisture below the piston rod. The patient does not have a backup infusion device and stated she will switch to insulin injections. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evacuation.